Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).

Event description:
As reported, a saber (4mm x 10cm) percutaneous transluminal angioplasty (pta) was delivered to the lesion and inflated, however it ruptured at 4-5 atm. Therefore the saber pta was changed to another saber pta 5mm x 4cm. The procedure finished successfully and there was no report of patient injury. That target lesion was the superficial femoral artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was (B)(6). An ipsilateral approach was made with a guiding catheter (4.5f parent, medikit). The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device prep normally (i.e. Maintain negative pressure). It is unknown what contrast media are you using (brand and manufacturer). It is unknown what the contrast to saline ratio. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure during inflation. The balloon catheter was removed easily and intact (in one piece) from the patient. There are no procedural images or procedural cd available for review. The device will not be returned for analysis.

Manufacturer narrative:
A saber (4mm x 10cm) percutaneous transluminal angioplasty (pta) was delivered to the lesion and inflated; however it ruptured at 4-5 atm (four to five atmospheres). Therefore the saber pta was changed to another saber pta 5mm x 4cm. The procedure finished successfully and there was no report of patient injury. That target lesion was the superficial femoral artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. An ipsilateral approach was made with a guiding catheter. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device prep normally (i.e. Maintain negative pressure). It is unknown what contrast media are you using (brand and manufacturer). It is unknown what the contrast to saline ratio. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure during inflation. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17061542 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.